Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and p/t-wave oversensing resulting in storage of an untreated episode. It was reported that the patient is very active and was lifting weights at the time. The patient was seen in clinic and the sensing vector was reprogrammed. Five days later, the electrode and device exhibited noise and p/t-wave oversensing resulting in delivery of an inappropriate shock. The patient was running at the time. It was also noted that the smartpass feature was disabled. Review of the stored episode noted that signal amplitude measurements were very low in every sensing vector. It was noted that the patient was on beta blockers due to having a lot of premature ventricular contractions (pvcs). Additionally, the patient recently underwent a ventricular tachycardia (vt) ablation procedure. The patient was seen in clinic and programming changes were made to the sensing vector and therapy zone. Additionally, the smartpass feature was re-enabled. Exercise stress testing (est) was then performed and signals appeared clean, and signals were detected appropriately. It was suspected that when the patient runs on a hard surface such as gravel, interference is very high and leads to oversensing. The physician plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the smartpass feature disabled due to low signal r-wave amplitude measurements. An x-ray was taken to review the position of the system. Review of the x-ray noted appropriate system position. The physician inquired if repositioning the system could obtain an improved r-wave signal amplitude measurement. Technical services (ts) discussed that it cannot be guaranteed that repositioning the system would provide any better result. The physician plans to monitor at this time. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and p/t-wave oversensing resulting in storage of an untreated episode. It was reported that the patient is very active and was lifting weights at the time. The patient was seen in clinic and the sensing vector was reprogrammed. Five days later, the electrode and device exhibited noise and p/t-wave oversensing resulting in delivery of an inappropriate shock. The patient was running at the time. It was also noted that the smartpass feature was disabled. Review of the stored episode noted that signal amplitude measurements were very low in every sensing vector. It was noted that the patient was on beta blockers due to having a lot of premature ventricular contractions (pvcs). Additionally, the patient recently underwent a ventricular tachycardia (vt) ablation procedure. The patient was seen in clinic and programming changes were made to the sensing vector and therapy zone. Additionally, the smartpass feature was re-enabled. Exercise stress testing (est) was then performed and signals appeared clean, and signals were detected appropriately. It was suspected that when the patient runs on a hard surface such as gravel, interference is very high and leads to oversensing. The physician plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.